Event description:
A consumer reported experiencing eye infections associated with wear of focus night and day contact lenses. The eye care practitioner reported patient presented with mild pain and watery discharge in right eye for 2 days prior to visit. Lens was worn on continuous wear basis for 2 weeks prior to event. Diagnosis bacterial keratitis, central and peripheral ulcers, 8-10 infiltrates (1mm). No anterior chamber reaction. Treatment consisted of vigamox qid 04 x 7 days. Resolved with no reduction of visual acuity and resumption of lens wear with a different brand. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.